Event description:
It was reported that oil came out of the device. The condition of the device was discovered during sterilization. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.